Manufacturer narrative:
The insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, reservoir tube window and cracked case near display window corners noted during visual inspection. Unit also had missing reservoir tube lip o-ring.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is running high. Customer also states that there are pieces of the insulin pump which are missing. The blood glucose reading is 89 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.